Manufacturer narrative:
D9: 2/21/2025. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and it was confirmed that the device was leaking and had a bad display. The device was leaking due to the water tank cover cracking and the lcd, led lights and display label were all damaged. No action was taken due to the device not being needed in the loaner pool and will be scrapped. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the device had a bad display and was leaking. There was no report of patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.